Manufacturer narrative:
(B)(4).

Event description:
Customer's statement on returned product form indicates patient experienced a corneal ulcer. Follow up revealed that the doctor could not be certain if the contact lens were the cause of the patient's corneal ulcer. Patient was diagnosed with a <0.5 mm central corneal ulcer in the right eye. There was mild anterior chamber reaction and moderate pain. A 1 mm central infiltrate was noted. There was less than 50% staining of the cornea. Permanent scarring was noted. The patient experienced moderate redness and pain. The ulcer has resolved and did not reoccur upon resumption of lens wear.